Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. No unexpected pump error/defect noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 348 mg/dl. At the time of incidence and 508 mg/dl. Customer were treated with manual injection for high blood glucose level. Customer experienced nausea, vomiting and abdominal pain like symptoms. The device will not be returned for analysis.